Manufacturer narrative:
H3 and h6. Codes: updated. Received for investigation: one box containing 38 unopened packages of product with the reported lot number. Also included were 18ea of the same product from a different lot number, however there was no associated complaint assigned to these samples. The product used at the time of the complaint was not returned. Visual inspection of the samples provided did not reveal any defects or anomalies. All returned needles and needle-pro devices were found to be assembled within the packages prior to opening. The returned samples were tested for leakage past the plunger. Results: no leakage past the plunger was observed. The complaint was not confirmed or duplicated. The syringe is a supplied item which is purchased as an assembled product (syringe barrel, plunger, and plunger tip rubber). Inadequate manufacturing from the supplier is most likely the root cause of this issue, however it cannot be stated with confidence. ICU medical no longer purchases this component. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication was seeping around the plunger (like it is not a tight seal). There was unknown patient involvement, and no patient harm/adverse event reported.